Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge and fill estimate were inaccurate. The customer's blood glucose (bg) was 474 mg/dl which was addressed by delivering a bolus via the pump. The cause of elevated bg was unknown and the customer was hospitalized. Reportedly, the customer experienced fatigue, headache, eye and memory damage due to elevated bg. Customer reverted to manual injections for insulin therapy. During follow up, customer reported that he was not hospitalized, only treated in the ER and released in stable condition. Customer could not recall type of treatment received while in the ER. Customer alleged that the pump was not performing as intended but could not provide specifics. Customer reported that a resume pump alarm occurred and was cleared within two minutes. Customer did not know why the alarm occurred.